Event description:
During total vaginal hysterectomy and apical suspension using uterosacral ligaments, a swedged needle on a pds suture broke, fixating the tip in the mesentery and peritoneal folds of the pelvis. An exploratory laparotomy was performed to find the needle tip, which was found and removed.